Manufacturer narrative:
Initial reporter name and address: phone: (B)(6). PMA/510k: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported that a wire guide from a cook thal-quick chest tube set was coiled and kinked when it was opened. A new cook thal-quick chest tube set was used to complete the procedure. The device was returned to cook for investigation and foreign matter was present on the wire guide.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: upon additional testing of the complaint device, the previously reported "foreign matter" is biomatter and is expected during the device handling during the procedure. The event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or product malfunction.